Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was high at the time of event. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated for trackwise record complaint (B)(4) on 15-jul-2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6001397 was manufactured according to work instruction (wi) version 78 appendix 1 batch card for production of packaging room on 13-jun-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 15-jul-2025 against malfunction code no malfunction based on complaint information and lot 6001397, with three other complaints identified. This malfunction code is not related to a product malfunction, so no further actions required. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.